Event description:
It was reported that right ventricular lead exhibited undersensing over a period of six months. The patient was asymptomatic and not dependent. The device was reprogrammed and the patient would be monitored.